Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient during flight transport, the device displayed "exhalation system failure" and "oxygen valve failure" messages. Complainant indicated that the clinician shut down and restarted the device to no avail. The treatment was continued via manual bvet ventilation. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.